Event description:
It has been reported to philips that the allura system failed to expose. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The coronary (coronary angiographies (cag)) diagnostic procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed the system failed to expose. Upon functional testing, fse found there was under exposure and tube needed to be recalibrated. The fse performed tube adaptation and calibration. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.